Event description:
It was reported via telephone call that the insulin pump alarmed for no delivery of insulin. The blood glucose reading was 18 mmol/l. The customer was treated with manual injections. It was reported that the alarm reoccurred after changing the infusion set and troubleshooting, but that the reservoir was not changed due to the customer having a short supply. The customer was not hospitalized. A request was sent for a replacement insulin pump but the insulin pump will not be returned at this time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.